Manufacturer narrative:
Section b5: updated description h6-code 10 and 180 the device was returned to gore for evaluation. The following observations were made: the returned device was confirmed as a gore® viabahn® vbx balloon expandable endoprosthesis device (5 x 29 mm, with 135 cm delivery system). The deployed delivery system was returned without the endoprosthesis. The balloon appears to have been burst. The balloon cover and balloon were cut and folded back over the proximal balloon bond to expose the dual lumen to stem tube bond region. A .014-inch guidewire was inserted into the inflation lumen from the cut end as an evaluation aid. Insertion was initially obstructed by catheter damage: necking 34 cm to 37.5 cm from the proximal balloon bond. A cut was made at 28.5 cm from proximal balloon bond in order to bypass necking. An additional cut of 5.5 cm was made to bypass blood that was in the inflation lumen obstructing the guidewire. The guidewire successfully passed through the inflation lumen. Movement was observed as the guidewire passed the distal terminus of the inflation lumen beneath the proximal balloon bond. Multiple camera angles and zooms were attempted to reveal what appears to be a flap of catheter material in the inflation lumen. The hub section of the catheter had been cut so further evaluation of deflation performance involved removing a damaged/clogged section of catheter and gluing a simpluer to allow a tight connection of a syringe to push and draw fluid. The guidewire lumen was plugged using adhesive, the distal end of the catheter was submerged in water, and a syringe was then used to generate system pressure below ambient conditions in attempt to draw fluid into the inflation lumen through the distal end of the dual lumen. This was done to simulate fluid flow during deflation, but the static pressure initial condition from an inflated balloon at 12 atm could not be simulated. The material flap disrupted inward flow such that a vacuum could be initiated but not sustained. The reported device failure mode could not be recreated, but the observed material flap has the potential to affect fluid flow performance in the inflation lumen. The deployed delivery system was returned without the endoprosthesis, and the catheter has been cut approximately 7.5 cm measured from the shrink sleeve tubing. Due to the hub no longer being connected, no attempt to inflate or deflate the balloon can be made during evaluation. The balloon was already damaged as a result of bursting, so further investigation focused on inspection of the dual lumen to stem tube bond region beneath the balloon where the inflation lumen terminates. The reported deflation difficulty could not be recreated, but is considered to be related to a material flap observed at the distal terminus of the inflation lumen. The deflation conditions present during the procedure, with an initial static pressure within the balloon of 12 atm, could not be replicated during evaluation because the balloon had been burst. For this event two reports were submitted: manufacturer report number 2017233-2021-02614; manufacturer report number 3007284313-2022-01751.

Event description:
The patient underwent a fenestrated endovascular aortic repair. A gore® viabahn® vbx balloon expandable endoprosthesis was used as a branch device for the right renal artery. The device was advanced through a gore® dryseal flex introducer sheath to the intended location and successfully deployed using 12 atm for nominal pressure to inflate the balloon. It was reported that a 50/50 mixture of contrast media and saline mixture was used. No air or gaseous media was used in the balloon. Reportedly, the balloon would not deflate after deployment of the device, therefore the delivery catheter did not separate from the expanded endoprosthesis. It was reported that the inflation handle was deflated slowly as per IFU when the balloon was inflated but the balloon stayed inflated even after the inflation handle was removed. To resolve the issue, they tried to aspirate by using a syringe, but the balloon remained inflated. The balloon was eventually burst using a needle taken from a transjugular intrahepatic portosystemic shunt (tips) set (cook medical). Then they were able to remove the delivery catheter from the patient. It was reported, that when they inserted the tips needle through the introducer sheath, they accidentally punctured the valve of the introducer sheath which led to continuous bleeding from the valve. This was not noticed for a short time and caused the patient to continuously loose blood. When this was noticed, it was just as the patient went into cardiac arrest. The leakage from the valve was stopped and when the patient was given more blood and fluids resuscitation was successful. After this the procedure was completed. Final computed tomography imaging showed that all vessels were patent.

Manufacturer narrative:
Conclusion: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Images of the case showing the deflation issue were not available. Therefore, an imaging evaluation could not be performed. The device was returned to gore. The product evaluation summary states the following: the deployed delivery system was returned without the endoprosthesis, and the catheter has been cut approximately 7.5 cm measured from the shrink sleeve tubing. Due to the hub no longer being connected, no attempt to inflate or deflate the balloon can be made during evaluation. The balloon was already damaged as a result of bursting, so further investigation focused on inspection of the dual lumen to stem tube bond region beneath the balloon where the inflation lumen terminates. The reported deflation difficulty could not be recreated, but is considered to be related to a material flap observed at the distal terminus of the inflation lumen. The reported problem could not be reproduced during investigation. However, the observed material flap has the potential to affect fluid flow performance in the inflation lumen.

Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.

Manufacturer narrative:
The patient ID was requested but it was not disclosed to gore. Therefore, the gore reference number was used as the patient ID. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The patient underwent a fenestrated endovascular aortic repair. A gore® viabahn® vbx balloon expandable endoprosthesis was used as a branch device for the right renal artery. They successfully deployed the device using 12 atm for nominal pressure to inflate the balloon. Reportedly, the balloon would not deflate after deployment of the device. The balloon stayed inflated even after the inflation handle was removed. To resolve the issue, they tried to aspirate by using a syringe, but the balloon remained inflated. The balloon was eventually deflated by using a gore tips needle taken from a gore tips set. Then they were able to remove the delivery catheter of the device from the patient. Following this, the patient went into cardiac arrest but was able to be resuscitated and the procedure was completed. Final computed tomography imaging showed that all vessels were patent.